Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, one haptic was broken and came off after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of iol. The pt's outcome was good.